Event description:
It was reported that during a pph procedure, the surgeon closed the device into the firing range, released the safety, fired the device until he felt and heard the loud crunch. When the device was opened, it was found that it did not cut the alumin on the proximal portion of the rectum. Also, none of the staples were completely formed. The procedure was completed with a hand sewn anastamosis transanally. The procedure was prolonged one hour. There was no reported pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.